Event description:
A foley catheter was placed following a radical cystoprostatectomy for management of an orthotopic ileal neobladder. Six days later, the patient reported having severe pain in the penis while transferring from the hospital bed to a chair. Upon inspection by nursing staff, the catheter was noted to be deflated and had slid out. The catheter bulb was noted to be torn away from the catheter tip and the bulb was not located. A 2% mucomyst solution had been used for irrigation on every nursing shift. The patient underwent an exploratory cystogram and no remnants were noted to be retained in the patient. A new catheter was placed and the integrity of that catheter remained intact at discharge. The patient was instructed to follow up with the physician one week post discharge for catheter removal.